Manufacturer narrative:
One 774f75 catheter with a 1.5cc syringe was returned for examination. The reported event of balloon issues was confirmed. The balloon latex was found ruptured in the central area of the balloon. After relaxing, the latex ruptured edges did not appear to match up. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter body and returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use with a patient of this swan ganz catheter, balloon leakage was noted and therefore it could not inflate. There was no allegation of patient injury. The product was available for evaluation. Patient demographics were unable to be obtained.